Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a touchscreen issue. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the engineer reported the following issues - the device doesn't have all four feet; after every repair, both air inlet and cooling fan filters need to be replaced; the plate was the older model, and needs to be replaced for electrical safety reasons; the power cord needs to be replaced due to electrical safety issues; the internal battery was 10 years old, and needs to be replaced due to errors related to the battery; the power management pcba needs to be replaced due to error power errors that make device don't work properly; the top cover and base cover were broken, but do not affect the operation device.

Manufacturer narrative:
The engineer in addition reported that the unit had a 35 volt supply failed error code. The reported touchscreen issue was not duplicated. Multiple attempts were made to obtain information regarding the patient information, device evaluation, repair, and operational status with no response and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
H10: the removed ac power cord was returned to the product investigation lab (pil). The pil technician used an electrical safety analyzer and the ac power cord failed esa resistance test verifying a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord is high and out of spec. Discernable visual wear marks have been noted on portions of the grounding conductor on side that plugs into the power source which is the reason for the high and out of spec readings. Tech verified that the power cord passes all current leakage testing. Complaint of faulty power cord was verified.

Manufacturer narrative:
In the previously submitted report, the manufacturer missed part of the device evaluation and repair. The device was evaluated by the engineer who reported there was an error code 111b indicating 35-volt (v) problem. The reported touchscreen issue reported by the customer could not be duplicated. The device was sent to bench for repair and the power management (pm) printed circuit board assembly (pcba) was replaced to address the 35-volt issue. The power cord was replaced to address the electrical safety issue. The following parts were replaced as part of preventive maintenance: air filter, fan filter, top cover, 4 feet, base case, internal battery, and o2 fitting retention. Following the part replacements, testing and verification procedure, the device was restored to factory settings. The device was tested, and functionality was verified. The device was returned to the customer and returned to service. The removed ac power cord was returned to the product investigation lab (pi). The pil technician used a esa620 electrical safety analyzer the ac power cord failed esa resistance test verifying a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord is high and out of spec. Discernable visual wear marks have been noted on portions of the grounding conductor on side that plugs into the power source which is the reason for the high and out of spec readings. Tech verified that the power cord passes all current leakage testing. Complaint of faulty power cord verified.